Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. System check was performed by tandem technical support and the pump is functioning as intended.